Event description:
It was reported the ins was flipped. X-ray confirmed the flip and also noted the "leads are coming out going counter clockwise". No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.